Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The issue was caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. Pacing and sensing functions were tested and the device was verified to operate as expected.

Event description:
It was reported that the patient with this pacemaker was noted to have a high pacing rate. The patient had previously been put on a life vest after a having experienced a heart attack. The field representative programmed the minute ventilation (mv) sensor off. Boston scientific technical services (ts) discussed that electromagnetic interference from the vest was likely affecting the mv signal and by programming the mv sensor off, the pacing from the device was affected. Ts discussed how equipment such as the vest can affect mv signal. The device remains in service. No adverse patient effects were reported.